Event description:
It was reported that leakage was observed from the cadd 100 ml reservoir cassette during infusion. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.